Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient stated they didn¿t get enough pain relief and reported dizziness and trouble breathing. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as not applicable. The actions and interventions taken to resolve the issue was unknown. The patient¿s infusion system was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.